Manufacturer narrative:
(B)(4). Concomitant medical product(s): cat# 11-173663, lot# 561270, m2a 38mm mod hd +3mm nk; cat# 162034. Lot#1772938 bi-metric ha/pc 14x150mm t1. Report source, foreign: country: united kingdom. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2016-02993-3.

Event description:
It was reported that the patient underwent a hip revision approximately 4 years post implantation. It was reported that the patient had an adverse reaction to metal debris. No additional information.